Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the device was explanted due to battery depletion after an implant duration of 88 months. No patient symptoms were reported. The manufacturer's representative reported that the "pump disassembled during explant." The device which was part of a manufacturer's device recall was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.